Event description:
Philips received a complaint on the v60 ventilator indicating that the caster on the v60 stand was loose. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) provided the customer with the part information for the v60 stand locking caster. In a good faith effort (gfe) response received from the customer, it was confirmed that the part was replaced, and the issue was resolved.